Manufacturer narrative:
The reported event of no pacing was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis performed indicated normal device characteristics without any anomalies that can contribute to reported pacing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the pacemaker failed to provide low voltage output. The pacemaker was not used and replaced on an unknown date. The patient condition was not known.